Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that during the attempted implant helix damage was observed. The lead was not implanted. The patient condition was good after the event.